Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced multiple blood infections which prompted a heartmate ii to heartmate 3 exchange on (B)(6) 2025. A small amount of pus was found around the outflow graft and pump pocket. There was also a foul smell noted by the surgeon that came from the heartmate ii pump. The outflow graft and goretex were removed then the heartmate 3 was implanted. During the procedure, blood was found in the heartmate 3 system controller while the ventricular assist device coordinator was going to place the emergency backup battery (ebb). It was said the blood was in the ebb cavity despite the system controller being covered. The system controller was exchanged. The patient was stable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Vad-19524 was returned assembled with the driveline severed approximately 19.0¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 5.0¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate ii lvas. This document also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the driveline severed approximately 19.0¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 5.0¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbookare currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate ii lvas. This document also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.